Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2030404-2016-00061, 3008452825-2016-00179, 3008452825-2016-00180, 2182269-2016-00054. During an atrial flutter ablation procedure, a pericardial effusion occurred. While visualizing the cavotricuspid isthmus, the patient became hypotensive and a transesophageal echocardiogram revealed a pericardial effusion, for which no intervention was required. Following the procedure, the patient was transferred to the ICU for observation. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).